Manufacturer narrative:
No patient samples affected. Investigation identified the false results were related to the neumodx cartridge lot used and a recall is being initiated for affected cartridge lots. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
False positive results for neumodx sars-cov-2 test strip on the neumodx 288 molecular system.